Manufacturer narrative:
Follow-up is not possible with the initial reporter, therefore additional event, product, and/or patient details are not attainable. The reason for reoperation is: "suspected ... Deflation".

Event description:
Allergan aesthetics received a report via nbir of a left side "suspected ... Deflation" against a "68mp" style implant. The device has been explanted and replaced.